Event description:
A pt reported blood glucose results of "100 mg/dl" with a lifescan meter and "50 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. A control solution test was performed on the strips and it was out of range. The pt was unwilling or unable to perform another control test. No injury was reported.